Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 10f amplatzer trevisio delivery system. The device was prepared per IFU with no reported issues and the cable connection was checked once. During implant, both discs were deployed well under fluoroscopy and the rims were well captured. The position was adequate and release was attempted. However, the talisman was unable to be released from the delivery cable despite turning the plastic vise counter clockwise; multiple attempts were made without success. The delivery cable was not at an extreme angle in relation to the disc. Therefore, the talisman was retrieved and exchanged for a new 5-18mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of separation problem could not be confirmed. A video was provided by the field trying to rotate the cable screw to the device on the operation table. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The returned device was attached and detached from the delivery cable without any issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported separation problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 1254 difficult to fold, unfold or collapse.

Event description:
N/a.